Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure and software error detected. The customer's blood glucose level was unknown at the time of incident. The customer stated that they were able to successfully clear the alarm and were able to rewind the insulin pump. Customer stated that the insulin pump had failed self test. Advised that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No unexpected software low level failures during testing however, the formatted history file confirmed software low level failures , line number 5632 file number 2005 due to a software error. Hardware low level failures alarms are confirmed in device history file due to a broken trace at u1 keypad assembly.